Event description:
The pt reported experiencing elevated blood glucose on (B) (6) 2010. He bolused to lower his blood glucose. On (B) (6) 2010, his blood glucose elevated to 600 mg/dl and he was hospitalized and diagnosed with diabetic ketoacidosis. His normal blood glucose value is 200 mg/dl. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.